Event description:
Customer called to report high blood glucoses. It was stated that the site was not red or sore, no air bubbles or leaks, and the insulin was clear and not expired. Troubleshooting was performed however insulin did not exit. Testing was tried with a manual prime and insulin did exit. However customer is not comfortable with the device and requested a replacement.